Manufacturer narrative:
No battery out limit alarm noted during testing. All operating currents are within specification. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the basic occlusion test, occlusion test, excessive no delivery test, self test and unexpected restart error test due to prime and fill anomaly. The insulin pump had a scratched display window, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer's blood glucose was 117 mg/dl at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The customer was assisted in clearing the alarm and reprogramming the time and date. The customer mentioned that the insulin was squirting out during prime. The insulin pump will be returned for analysis.